Manufacturer narrative:
Bci field service engineer assisted the customer over the phone to clear the clot in eic assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 synchron clinical system. The customer stated the leak was from the eic (electrolyte injection cup) and the mc (modular chemistry) drip tray is overflowing. There was no effect to patient or user.